Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The consumer alleged on (B)(6) 2018, while using the listerine floss, the floss got stuck in between that it resulted in removing one of her teeth cap.

Manufacturer narrative:
Additional information: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.